Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the data from the device no longer showed up on the screen upon interrogation. The data was re-entered; however it changed the implant date. Technical services (ts) was consulted and discussed reasons this could occur. Ts reviewed the data and noted the memory inconsistency occurred five months earlier and the code that had displayed indicating the reset was cleared upon the next interrogation. Ts discussed that the difference in battery longevity will be present until device battery reaches approximately 20 percent, but after that time it will resolve. The s-ICD remains in service and no adverse effects were reported.